Event description:
Last month, x-ray confirmed the lead was broken. The pt was getting dizzy when using the stimulation. The physician didn't want to remove the lead due to the risks. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)